Event description:
The customer reported issues with qc recovery for multiple assays and received a questionable thyrotropin (tsh) result for one patient sample. The initial result was 0.050 uiu/ml with a data flag. The sample was repeated as the results did not match the previous results for the patient. The repeat result was 7.65 uiu/ml with a data flag. The repeat result was believed to be correct. The questionable result was not reported outside the lab. The patient was not adversely affected. The tsh reagent lot number was 17359403 with an expiration date of 04/30/2014. The field service found the sr probe was hitting the broken sample cover. He replaced the sample cover and realigned the sr probe. He retested the system with no further problems. The customer ran calibrations and customer controls. The customer also ran several patient samples in multi size tubes with no problems. All results were within control limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.